Event description:
Meter name: one touch profile, strip name: one touch, meter code: unk, strip code: unk, strip storage: unk, symptoms: blacked out. A patient reported they blacked out due to segments missing on the meter. Their meter allegedly had segments missing. Unable to read the digits in the tens and hundreds position. The result on their meter was unknown. Unable to read middle digit and left digit does not show. The result on the meter is unknown. Customer has been taking medication based on the customer's interpretation of meter readings. No treatment. Patient had a backup one touch ii meter that would not power on. No further information has been reported.